Event description:
The company was informed that the recipient reportedly became a non-user due to complications from anticoagulation and bleeding on warfarin.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly remaining a non-user. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.